Event description:
The customer reported differences in their sensor glucose readings versus their blood glucose readings. Sensor glucose reading 58, blood glucose reading 108 mg/dl. The customer also reported she is pregnant. Customer declined troubleshooting, due to past event. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.